Event description:
Customer reported to beckman coulter, inc. (Bec) that the bottom of the modular chemistry (mc) probe of the unicel dxc 800 synchron system (dxc 800) was spraying liquid. Customer reported that one erroneous creatinine result was generated. Customer reported that the dxc 800 suppressed results for phosphorous. Customer reported that the erroneous result was not reported outside the laboratory. Customer reported that patient treatment was not altered. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the mc collar wash and cleaned the mc collar wash vacuum valve. The fse verified that the repair was performed per established procedures.